Event description:
During closure of a laparoscopic port following a lap hysterectomy, the closure device needle bent at a 90 degree while going through the fascia. Upon removal of the needle, it broke and the sharp end fell into the abdominal cavity. It is approximately ¿ of an inch long. They were unable to retrieve the needle. A general surgeon was consulted and he advised that they do not open the abdomen and to leave the sharp in the patient. ====================== manufacturer response for fascial closure system, weck endo fascial closure system (per site reporter)======================none at this time.